Event description:
Dream station 2 CPAP (continuous positive airway pressure) machine which was a replacement for previous recall. Started to smoke while in use and shut down several seconds later leaving it inoperable and dead. (B)(6).